Manufacturer narrative:
The customer did not send a picture or physical sample for evaluation. Also the device history record for the product lot number reported by the customer was reviewed and no issues were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. PMA/ 510(k): enforcement discretion.

Event description:
It was reported to vyaire medical that the 9425tru airlife® arterial blood sampler stops filling and pulsates in the middle of the draw. There was no patient harm reported.